Manufacturer narrative:
.

Event description:
It was reported that the physician's tablet serial cable was faulty. The physician was provided a new serial cable and the issue resolved. The faulty serial cable was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the serial cable was completed on 04/06/2016. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.